Event description:
Reporter alleged obtaining discrepant blood glucose results of 10 mg/dl back to back with a result of 100 mg/dl when testing was performed within 10 minutes on the active s system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.